Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6, and h11. Additional information: d3. Results of investigation: the suspect device was not returned to vyaire medical for evaluation; therefore, a definitive root cause couldn't be determined. Despite many tests performed by imt ag on similar returned parts, the issue was still not reproducible. No functional or performance issues were found in fa lab investigation on similar cases as well even though logs shows the failure and the customer reported ""black screen"" while they experienced this issue.

Manufacturer narrative:
H10: the suspect device has not been return for investigation. However, log check reveals cfb error at (B)(6) 2024 13:43:48, but no indication for ventilation stopped. The end users asked to specify if it is a blank screen or decomm vent screen. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported by the respiratory therapist to vyaire medical that the bellavista1000 us is turning off while on a patient. Customer confirmed that there is no patient harm associated with the event.